Manufacturer narrative:
Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in b5, d1 and d4. Upon review, the event description, brand name, serial and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Kinked cannula was one of the causes of the low pump flow; however, the cause of the issue was not determined without sufficient clinical details, including data logs. Cannula kink on the returned product was related to the device being in the wrong position; however, the cause of the issue was not determined without sufficient clinical details, including data logs. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional clinical narrative update: per the medical team the pump position was assessed and viewed as appropriate with ultrasound imaging.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
A4: weight of the patient is unknown. A5: ethnicity is unknown. A6: race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 78 year old male undergoing high risk percutaneous coronary intervention (hrpci) was supported with an impella cp. The patient¿s pre support clinical state was consistent with scai shock stage d. During support, the aic displayed a loss of pulsatile motor current with a concurrent ¿suction¿ alarm. Notably, the ¿impella alarm in aorta¿ did not activate. The ICU contacted the field team, and aortic positioning was confirmed via ultrasound. Attempts to reposition the pump through the existing sheath were unsuccessful. During transport to the catheterization laboratory, the patient¿s hemodynamic status deteriorated, and he subsequently expired (B)(6) 2026. Based on the information provided, the event involved loss of pulsatile motor current accompanied by a suction alarm with unsuccessful repositioning attempts. The patient¿s clinical deterioration is consistent with the severity of underlying cardiogenic shock. At this time, no direct causal relationship between the reported device behavior and the patient¿s death can be determined. The device will not be returned, without device return no internal investigation/evaluation can be done on the device. The patient¿s underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support may also have contributed to the patient¿s death.